Event description:
It was reported that the bd ultra-fine¿ mini pen needles experienced no insulin flow the following information was provided by the initial reporter: consumer stated, no insulin flow when taking injection stated, she does not prime

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint lot history check was performed on lot # 0260314 for needle clog. This is the 1st. Related complaint for needle clog on lot # 0260314. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles experienced no insulin flow the following information was provided by the initial reporter: consumer stated, no insulin flow when taking injection stated, she does not prime.